Manufacturer narrative:
Citation: gul ee et al. Post-tavi ECG change: what¿s the mechanism? Annals of noninvasive electrocardiology. 2020; 25: e12633. Doi: 10.1111/anec.12633. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old male patient with a medical history of severe aortic stenosis and right bundle branch block (rbbb) who underwent implant of a medtronic evolut r transcatheter valve. No serial numbers were provided. During the procedure, the patient developed complete heart block which required the implant of a temporary pacemaker. Ultimately, 2 days post implant of the evolut r, a permanent pacemaker was implanted in the patient. No additional adverse patient effects or product performance issues were reported.